Manufacturer narrative:
Information contained in this report was previously submitted through 410psr on 31/jul/2013 a review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported "leak, with puckering due to one fold in the implant and hardening". Healthcare professional later reported there is "fluid around the device", however the device is intact (event will be captured as seroma). Healthcare professional later reported "textured to smooth implant exchange". This record is for the right side. Device remains implanted. Device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 2024601-2013-00292. Information contained in this report was previously submitted through 410psr on 31/july/2013. Clarification to d6a implant date: partial date "(B)(6) 2006." Clarification/correction to b5 description of event and h6 adverse event problem: un-reporting e0307 seroma. It has been determined that the event of seroma did not occur. This event was previously captured for the report of "signs of fluid around the implant", but there was never a formal diagnosis or treatment of a seroma by the healthcare professional. In addition, the patient's initial report of right side "leak" was never substantiated by a healthcare professional and the explanted device was confirmed to be intact. Therefore, rupture was never captured/reported. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV. Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. ¿ ptosis: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation, wear abrasion and creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "leak, with puckering due to one fold in the implant and hardening". Healthcare professional later reported "fluid around the device". Healthcare professional later reported "textured to smooth implant exchange". Healthcare professional later reported "breast ptosis" and grade IV capsular contracture". This record is for the right side. Device was explanted. Healthcare professional also noted the explanted device was intact. A total capsulectomy was performed.